Manufacturer narrative:
Continuation of d10: product ID 3708660. Serial# (B)(6): product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Extension serial number was incorrectly reported in initial report. See h11 for correct serial number.

Manufacturer narrative:
H3. Analysis of the extension (serial# (B)(6) found the connector was twisted in the molded rubber at the distal end of the extension. Analysis also identified a broken weld at the distal end of the extension, consistent with overstress damage. The conductor #3 tran-crimp is stretched and twisted by the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 16-may-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-21 (B)(6) (for, dis): be bent. This necessitated the replacement of the extension to complete the surgery. The surgery was completed on the same day by replacing it with a new extension. Contributing factors and troubleshooting measures were unknown. The issue was resolved at the time of the report. Additional information was received reporting that the damage was observed out of the box and the device had not entered the patient's body. This information was confirmed by the physician.